Event description:
It was reported that a user experienced hyperglycemia while at work, with blood glucose reportedly above 400 mg/dl and not reduced by the ilet pump over approximately two hours; the user reported no symptoms, noted no leaks or kinks with a cd infusion set, and levels improved after the user changed supplies. Symptoms included no reported clinical effects. Outcomes included no hospitalization and resolution of hyperglycemia after supply change. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined, and no device or component malfunction was identified based on the user¿s report and successful resolution after infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.